Event description:
A customer obtained erroneously elevated troponin (accutni) results on two patient samples. The erroneous results were not reported out of the lab. The specimens were re-centrifuged and then re-tested and repeated results were in a different clinical range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimens were collected in lithium heparin plasma without a gel barrier tubes. Qc was within the customer's established ranges before and after the event. Customer experienced calibration and system check issues before the event. A field service engineer (fse) was dispatched: the fse replaced parts, cleaned the analytical module, verified alignments and adjusted the transducer. The fse performed a diagnostic testing which met specifications. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.